Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the pt was receiving constant check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. The cause for the check belt messages is due to a damaged trunk cable. The root cause of the damaged trunk cable cannot be positively identified but is likely due to excessive force. Upon further investigation, the distribution node to pca and distribution node to ECG c and d cables were found to be damaged. The root cause of the damaged cables cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.